Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been getting power error detected from the insulin pump for several days. Delivery would be stopped and they would have to rewind the whole thing. The customer's blood glucose level was unknown. The customer had not previously called to report a power error detected. The customer was given a series of steps to follow after the end of the call to resolve the power error detected condition. They were advised to monitor the insulin pump. The customer called back to report that they had another occurrence of the power error detected alarm. It was noted that the power error detected recurred within a week of troubleshooting the previous occurrence. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.